Event description:
Discordant sodium (na) and hemoglobin a1c results were generated by the advia 1800 system. The results were not reported out of the laboratory. The samples were retested and yielded results within expectations. The repeat results were reported to the attending physician. There were no known reports of adverse health consequences or patient intervention due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched the customer site. The fse evaluated the instrument and data. The fse determined that the cause for discordant results is not known. The fse replaced the diluent operating pump (dop) seals and adjusted the angle of the buffer dispensing into the bowl. The instrument is performing within specification. No further evaluation of the device is required.